Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case) was confirmed. Upon investigation, the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to broken wires in the monitor's electrode belt cable receptacle. The root cause for the broken wires could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor had a damaged case.